Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed/not reproduced. Liquid backflow and liquid leakage from the operating part could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus when snaring a lesion with single use electrosurgical snare sd-400, there was a problem that liquid flowed back from the handle part. The procedure was completed with a cold cut, and there was no health hazard to the patient. The therapeutic procedure was completed with the same device, with no delay noted. There were no reports of patient harm or impact associated with the event.